Manufacturer narrative:
Exact date of event is unknown. Other relevant devices are: yrir16115, sn (B)(4), yrec22375, sn (B)(4).

Event description:
An anuerx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had an unknown endoleak. The patient is scheduled for a consult with their physician at a future date; however, the physician does not do evar. It was determined that if a repair is required the physician will refer the patient to their cardiac and vascular team. No further information is available at this time. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.